Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences.